Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that there was a broken cable with a da vinci product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: there was no observed injury to the patient, and no fragments were observed falling into the patient. When the surgeon moved his hand, the instrument tip would only partially mimic the action and position he was doing with the hand grips. Only one half of the jaws seemed to respond to the surgeon attempting to close them. They did not move on their own. The prograsp was replaced with a replacement prograsp.